Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced low blood glucose (bg) ranging from 50-60 mg/dl. Suspected cause is customer administering boluses in addition to control iq software's automatic boluses. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.